Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/23/2018 under wo (B)(4) and shipped on 03/26/2018. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification free of defects. The complaint condition was not confirmed; therefore, a root cause is not applicable. Corrective actions: the unit was not found to have functional issues by service & repair after it was evaluated. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required. Was the complaint confirmed? No.

Event description:
After return from recall, cautery tool will not heat up. Complaint not verified. Repair order (B)(4). History: similar reported.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
After return from recall, cautery tool will not heat up. Complaint not verified. Repair order 97690. The patient was sent to a different clinic to schedule the procedure to be done there. Machine was plugged into wall outlet as usual. Leep precision generator lp-20-120 e-complaint (B)(4).